Event description:
It was reported that a patient experienced peritonitis manifested with abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event of peritonitis. On an unreported date in the same month, the patient was treated with cipro (500 mg, every 12 hours, per oral (po) for peritonitis. The patient was still hospitalized for the peritonitis and was recovering. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). On an unreported date in (B)(6) 2014, the patient experienced bacterial peritonitis. A review of all batch record documents was performed for potentially associated lot number h13i28049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.